Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer had been experiencing high blood glucose between 300 and 400 mg/dl and they went to the emergency room. Blood glucose level at the time of admission was 400 mg/dl. Customer had been having high blood glucose for two weeks and had been of the insulin pump since about (B)(6) 2015. She was treated with IV fluids. They declined troubleshooting and stated her educator advised to disconnect, revert to backup plan and request the insulin pump to be replaced. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.